Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery with heavy calcification that was 100% stenosed with an in-stent total occlusion of the lad. Pre-dilation was performed using a 2.5 mm and a 3.0 mm balloon dilatation catheters. A 2.50 x 38 mm xience xpedition rx stent delivery system (sds) was advanced to the lesion but would not cross. The sds was observed to have a fractured shaft. The proximal shaft separated into two pieces outside the patient's anatomy. A replacement sds was used to successfully complete the percutaneous coronary intervention procedure. There was no adverse effects to the patient or clinically significant delay in the procedure reported. No additional information was provided.